Manufacturer narrative:
The explanted device was originally implanted for mitral valve replacement to correct mitral regurgitation due to infective endocarditis (type of infection: streptococcus). The device was not returned for evaluation due to infection. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25mm 6900p mitral pericardial valve, implanted approximately eleven (11) years and one (1) month, was explanted due to mitral stenosis and regurgitation secondary to calcification. The device was originally implanted for mitral valve replacement to correct mitral regurgitation due to infective endocarditis (type of infection: streptococcus). The device was explanted and replaced with a 25mm epic valve with no adverse patient events reported. The patient status was reported as under treatment in the ICU. The device was not returned for evaluation due to infection. There was no allegation of device malfunction. The doctor commented that this explant was a little earlier than expected.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The root cause of this event was most likely due to patient related factors and the progression of the underlying valvular disease pathology contributed to the event.